Event description:
MDR ous. Pt admitted to hospital for surgical treatment of left leg fractures after struck by car. During convalescence the pt suffered cardiac arrest and died. Autopsy conducted which did not reveal a definitive cause of death, but showed probable pneumonia and emphysema, possible pulmonary thromboembolism , severe coronary artery and generalized atheroma. Pacemaker has been sent to tga for testing. The pacemaker was examined in the tga laboratory. Conclusion: "the pacemaker was performing as intended". Request has been made for an analysis by the manufacturer. This incident has been reported to the tga. Other devices involved were selox st, MDR 1028232-2006-00159 and selox MDR 1028232-2006-00158.

Manufacturer narrative:
This pacemaker did not show any sign of a material or manufacturing problem and found to be within all specifications. Based on the analysis results replacement free of charge can not be given.